Event description:
It was reported that the atrial lead fractured and exhibited high impedance. The lead was explanted during an implantable cardioverter defibrillator replacement procedure on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.